Manufacturer narrative:
The front-end cannula was observed to be bent and scratched the patient's skin during an insulin injection by a nurse. No information on lot number was provided. However, the manufacturing process was reviewed and the angle from the cannula is 100% controlled before the inner protective cap is fitted.

Event description:
The front-end cannula was observed to be bent and scratched the patient's skin during an insulin injection by a nurse.